Manufacturer narrative:
G4:22apr2021. B4:26apr2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer informed that the post speaker-test failed and the motor speaker failed. It was also noted that there was a 5-volt power supply failure. The rse provided part identification for the cpu pcb to resolve, but after replacement did not resolve. The customer had requested a field change order to be implemented; the power management pcba was replaced, which is what resolved the issue. After installation of the new pm pcba, and the unit successfully passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 09feb2021.

Event description:
The customer called technical support (ts) reporting that the device has speaker failure and a 5 volt power supply failure. The customer reported there was no patient involvement at the time the issue was discovered.